Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Literarure tutle: two cases of reintervention for deformed vbx stent grafts implanted in the abdominal aorta. Source: the journal of japanese college of angiology. Vol. 64, suppl. Page s1733. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This is the same patient reported in the literature, ¿kazuki maeda, et al. Two cases of reintervention for deformed vbx stent grafts implanted in the abdominal aorta. The journal of japanese college of angiology. Vol. 64, suppl. Page s1733.¿ the following information was reported to gore: on (B)(6) 2020, the patient underwent an endovascular treatment for common iliac artery occlusion. Two gore® viabahn® vbx balloon expandable endoprostheses (vbxs) were implanted from the abdominal aorta into bilateral common iliac arteries by kissing balloon technique (kbt). The devices used were: - right side: bxa073901j (B)(6) - left side: bxa075901j (B)(6)(most proximal), bxa077901j (B)(6), bxa077901j (B)(6) both bxa077901js were implanted in the common iliac artery (cia) but not in the aorta. In (B)(6) 2020, the patient presented with claudication symptoms in the right lower limb. Cta confirmed the compression of the bilateral vbxs in the aorta. Both cia vbxs remained patent, but thrombotic occlusion was observed in the aorta-right cia at the compressed site, necessitating re-intervention. Approximately two weeks prior, the patient had undergone hemorrhoid surgery and reported symptoms one week postoperatively. It was confirmed that the patient had been forced into a forward-bending position during lumbar anesthesia, which was suspected to be the cause of the vbx compression. On (B)(6) 2020, an additional procedure was performed. Two vbxs were implanted proximal to the initial devices with kbt. The devices used were: - right side: bxa083901j (B)(6). - left side: bxa083901j (B)(6). (The event in (B)(6) 2020 was separately captured under medwatch report number: 2017233-2025-05793 and 2017233-2025-05794.) In (B)(6) 2021, surgical thrombectomy and ballooning of the vbxs were performed to address recurrent vbx compression at the proximal site and thrombotic occlusion. It was unknown which device(s) were affected by the thrombotic occlusion. On (B)(6) 2021, another reintervention was performed for recurrent vbx compression. Kbt was performed using a 10mm x 4cm balloon. Subsequently, a bare-metal stents 10mm x 4cm were placed approximately 1cm proximal to the vbxs using kbt, and the procedure was completed. During this stage of the second re-treatment, it was found that the patient was engaged in construction work, carrying steel plates against the abdomen. (The event on (B)(6) 2021, was separately captured under medwatch report number: 2017233-2025-05795 and 2017233-2025-05796.) The physician¿s comment: the patient was thin and the deformation of the device was shown at the part of abdomen where external pressure was applied. The vbx deformities were caused by lifestyle habits, etc. Once it occurred, there is a good possibility that the same deformity is repeated even after reintervention. Therefore, close attention should be paid to patient¿s body shape and lifestyle when using vbx device.